Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. During the use of a 6x20mm rx viatrac plus balloon dilatation catheter (bdc) a leak was noted at the quick-change valve [shaft] and subsequently the balloon could not be inflated. Therefore, a 6.5x20mm viatrac bdc was used to continue the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the balloon catheter during inspection prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return analysis noted a longitudinal tear in the outer member material, distal from the guidewire exit notch. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. In this case, it is likely the devices were manipulated during preparation and/or use, resulting in the noted tear and reported leak and inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.